Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the device was able to clamp the tissue and fire normally for the first four firings. On the fifth firing, after setting the cartridge and clamping the tissue, the device could not fire. Another device was used to complete the case. There was no patient injury.